Event description:
The artery was heavily calcified and nearly totally blocked. The stenosis was crossed with a whisper wire but could not advance a balloon, a 2 mm nc trek. The cardiologist worked with the balloon and eventually the wire sheared and the balloon passed into a side branch. Attempts were made to snare the retained wire without success. Two stents added distally to pin the retained wire against the vessel wall.